Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred during non-emergency procedure. The procedure was completed as planed as the issue did not affect the procedure. The philips field service engineer (fse) visited onsite and confirmed that system was unable to perform exposure. Review of the logfile shows system unable to perform exposure malfunctions. Upon troubleshooting, the philips field service engineer (fse) checked the system onsite and found that the cooling unit did not always turn on correctly, likely due to a defective pump. To resolve the issue, the fse replaced pump control board. After replacement, the system returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude potential for serious injury and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. According to the information obtained, the procedure remained unaffected, the procedure was completed as planned as the issue did not affect the procedure. The procedure was finalized without a delay on the same system; is not likely to cause or contribute to death or serious injury should it recur. Therefore, based on this investigation results, philips concludes that this complaint is not reportable. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system gave an alert indicating only low load fluoroscopy was possible, preventing exposure. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.